Event description:
Healthcare professional reported unknown side exchange of textured device due to product concern and patient was diagnosed with alcl. Histopathological markers cd30+ and alk- have not been received. Device remains implanted.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange of textured device due to product concern" and "diagnosed with alcl" (histopathological markers not received).

Event description:
Patient representative later reported "plaintiff suffers, and continues to suffer, from mental and emotional suffering, fear, grief, anxiety, apprehension, including but not limited to, bia-alcl, scarring, disfigurement, infection, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture (baker grade unknown), mental anguish and fear due to fear recurrence, and other past and future economic and non-economic damages such as medical care costs, lost wages, last wage earning capacity and mental pain and suffering." Patient representative additionally reported "permanent physical injury," "permanent scarring, financial loss," "scarring," "diagnostics and explant, reconstruction, hospitalization, cancer treatments," and "disability"; these events are not device related. The device has been explanted.

Manufacturer narrative:
The events of capsular contracture, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.